Event description:
Oxygen flow meter used with adapter/connector allowing insertion into nitrous oxide port. Pt was on ventilator during code situation occurring during cardiac cath and received nitrous oxide instead of oxygen.